Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient cancelled the revision procedure due to personal issues. No further information could be obtained at this time.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.